Manufacturer narrative:
The device history records were reviewed and no anomalies or non-conformances that would cause or contribute to this event were identified. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, see also 3004485144-2015-00124.

Event description:
The sales associate reported during a t3-l3 fusion surgery the tip of the inserter broke off and stayed in the screw head. The surgeon implanted four (4) screws and was performing final tightening on the screws. The first screw broke completely at the tulip head and sheared off one side of the tulip. The other screws kept splaying preventing final torque application. The screws remain implanted. The case was delayed forty (40) minutes.

Manufacturer narrative:
The short uniplanar screw inserter, item # lv00071, lot # 345070 was returned for evaluation. A functional check of the returned item cannot be performed because the device is too damaged to engage a screw. A visual examination confirmed the reported event: the drive tip of the inserter has sheared off at an angle consistent with bending or side loading of the inserter pin. The root cause cannot be conclusively determined. The probable underlying root cause for the failure is most likely due to surgeon technique in cantilevering the inserter while inserting the screw leading to loss of mechanical integrity and ultimately instrument deformation and fracture. The device was likely conforming when it left biomet control.